Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported (2) hand pieces for battery powered driver motors did not work when the battery was attached. It was reported the devices may have malfunctioned during a procedure but this has not been confirmed. There was no report of any patient harm or procedure delay due to the event. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Service history review: lot 005544: a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The service history evaluation is unconfirmed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.